Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded the product had been discarded. The product will not be returning to zoll. A retained sample investigation would add no value for reports of this nature.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a spark was seen from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.